Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, according to data obtained from the endoprothesenregister - deutschland (eprd), a total of three hundred and forty nine (349) patients underwent a primary implantation of a thr system that included a polarstem valgus femoral prosthesis with a bearing combination of several components between november-2015 and march-2021. From this cohort, six (6) patients required a revision surgery due to unspecified symptoms and/or complications. The postoperative period during which these interventions were necessary, as well as the identity of the devices explanted and the prosthesis implanted in exchange remains unknown. The eprd provided this information as part of a cumulative statistical study regarding failure frequency, therefore there is no additional information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
According to data obtained from the endoprothesenregister - deutschland (eprd) [1], a total of three hundred and forty nine (349) patients underwent a primary implantation of a thr system that included a polarstem valgus femoral prosthesis with a bearing combination of several components between (B)(6) 2015 and (B)(6) 2021. From this cohort, six (6) patients required a revision surgery due to unspecified symtomps and/or complications. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, the instructions for use lists several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A review of past corrective actions was performed. No further escalation is required. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues.